Event description:
Customer obtained a reading of 144 mg/dl on the aviva system, but was feeling hypoglycemic. The daughter stated the customer was unresponsive and could not self treat. The customer's daughter treated the customer with peanut butter and candy. Daughter called emts, who arrived around 20 minutes after the result of 141 was taken. They obtained a result of 38 mg/dl on their meter. Customr was taken to the hospital and treated with an IV (contents not provided), but not admitted. No actions taken based upon device reading. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.